Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted. However, device received with intermittent button response due to flattened act button dome switch . No button error alarm during testing. No unlocked j2 or lcd keypad connector. Device passed self test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not responding. Customer¿s blood glucose was 319 at the time of incident. Customer stated that the time was advancing. Customer stated that the insulin pump had unexpected restart alarm. The insulin pump will be returned for analysis.